Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported multiple cartridge alarm (alarm 25) occurred after the pump was soaked in urine. Customer's blood glucose level was 389 mg/dl. In addition, it was reported that the usb cable no longer charges the pump. Customer used a different cable and was able to charge the pump. Customer reverted to manual injections for insulin therapy.